Manufacturer narrative:
Continue of event description: along with allogenix plus case request operation roo,: arthrodesis subtalar, on unknown 2015, dr unknown surgery: right ankle arthrodesis, right subtalar joint arthrodesis, components used: s and n 10 mm x 20 cm hindfoot fusion nail with 5 mm interlocking screws. Biologics used: allogenic demineralized bone matrix plus. On unknown dr unknown for x-rays and cast removal, post op. On unknown 2016, dr unknown tenderness in the lateral malleolus wound breakdown with minimal serious drainage from bottom of incision. Minimal surrounding erythema reassess wound in one week short leg cast, continue no weight bearing. On unknown, 2016, dr unknown, wound check, status post right ankle fusion with post-operative infection, return to ID clinic for wound check. Infected hardware in right lower extremity, cast removal, subsequent encounters (hcc). Plan: thoroughly discussed options with pt including continuing antibiotics and go ahead with surgical debridement, removing one interlocking screw wound clinic for continuing assessment before and after surgery . Return in 3 days on unknown, 2016 for surgery. On unknown 2016 - date of surgery, preoperative diagnosis: right lateral ankle deep abscess; status post right ankle and subtalar fusion for arthrodesis of the right ankle and right subtalar joint. Post-operative diagnoses: same as preoperative diagnoses. Surgeries performed: incision and drainage of right ankle deep abscess; removal of deep implant from right hindfoot, calcaneus, with layered closure. Back to operating room revision ankle and subtalar fusion with a new hindfoot fusion nail, but developed a small abscess along the lateral ankle incision. Description of procedure: made a direct lateral incision through her previous surgical incision wong and carried this deep to the fascia. We did encounter amount a small amount of purulent fluid and obtained two sets of cultures which we sent to microbiology lab. We the proceeded to thoroughly evacuate the depths of the wound, then further debrided the depths of the wound with a small sharp curettes. We did not notice any tracking of infection anteriorly or posteriorly or distally or proximally to the wound. We then identified the transverse calcaneal screw and as this was at the site of infection we proceeded to close and apply prevena wound management dressing. This was hooked up to a suction and excellent vacuum seal was noted. On unknown, 2016, unknown, pa-c for removal of vac. Placed in short leg splint with stirrups well-padded with xeroform over incision, non-weight bearing. On unknown 2016, dr unknown ¿ pt seen in the ID clinic f/u for osteomyelitis, prior to this episode pt had cons grow from wound. Pt was placed on clindamycin one week prior to surgery. Positive for malaise/fatigue, infected hardware in right low extremity, oral antibiotic ¿ ID clinic placed her on cipro750 mg and clindamycin 300 mg. On unknown, 2016, dr unknown for right ankle, amount of drainage, right foot purplish in color ¿ faint pedal pulse. MRI ordered today. Infected hardware of right lower extremity osteomyelitis, return in 3 weeks. On unknown, 2016, dr unknown¿s ID clinic, f/u for chronic osteomyelitis right ankle. Increased pain and drainage from right ankle wound. MRI shower enhancing fluid collection and waiting ortho f/u meds ¿cipro and clindamycin. On unknown 2016, dr unknown re-evaluation of pt¿s right ankle wound, continued wound drainage and severe pain. MRI small fluid collection laterally within the hindfoot. Ortho exam: erythema at distal aspect of the incision and purulence from a small area fluctuance distally osteomyelitis. On unknown, 2016, operating room for irrigation and debridement lower extremity. Right ankle incision and drainage right lateral hindfoot abscess ¿ f/u two weeks post op. On unknown, 2016 dr unknown wound check and cast. No weight bearing. Continued cipro and clindamycin per ID. On unknown, 2016 with dr. Unknown ID clinic f/u for right ankle osteomyelitis, PICC line on unknown, 2016 for IV infusion. F/u with dr unknown in two weeks for wound check. F/u with dr unknown on unknown 2016 noted incision was healing, no sign of infection and f/u in six weeks for x-rays continue abx per ID clinic. On unknown 2016 f/u with dr unknown for osteomyelitis and for unknown 2016 for debridement of abscess, started empirically on vancomycin and ertapenem. Pt had some yellow drainage from superior aspect of incision. Still continuing with dr unknown. Followed up with dr unknown on unknown 2016 for x-ray, incision was healed. No sign on infection, f/u in two months for x-rays. PICC line was removed at the end of unknown 2016 and pt is continuing on oral antibiotics. Almost lost leg from the knee down. I feel this was due to a defective hardware, nails and screws. Seven surgeries in all. IV infusions. Still on oral antibiotics. There is still the possibility of losing the lower part of right leg if infection occurs again. I feel s and n has a major problem with their trigen hindfoot fusion nail and screws

Event description:
It was reported the following: procedure performed by unknown dpm at unknown medical center, ankle joint and subtalar joint fusion right lower extremity with utilization of a s&n hind foot fusion nail via standard ao fixation technique as well as synthes 4.0 cannulated screw in the medical malleolus, the nail used had been recalled on april 22, 2008, nails were also recalled on may 20, 2014 and july 2, 2014. I returned to the hospital on unknown 2015, unknown 2015 with a superficial abscess (incision open) and sent home on antibiotics. Admitted in the hospital on unknown 2015, because of infection. On unknown 2015, unknown dpm, performed another surgical procedure. An incision was made with # 15 blade and deepened via blunt dissection all the way down to the lateral cortex of tibia. Cultures were taken as well as bone biopsy. She was flushed with saline mixed with vancomycin followed by packaging with demineralized bone matrix and vancomycin. The MRI performed a few days before surgery according to radiologist, findings were consistent with osteomyelitis. Reilly consistently diagnosed my condition as reflex sympathetic dystrophy and denied any evidence of osteomyelitis, abscess or infection using oral antibiotics prescribed by the ER in unknown 2015. Unknown referred pt to dr, unknown for a second opinion. On unknown, 2015, dr unknown felt the case should be seen by foot/ankle specialist since this is a complicated situation with po infection now lucency around the nail ¿ a sign of incomplete fusion. Dr unknown referred me to unknown seen by dr unknown on unknown, 2015. Radiologic studies reviewed x-ray images of right ankle at tibiotalocalcaneal arthrodesis with hindfoot fusion nail, appears no united, hardware appears loose, subtatar joint distracted. Recommended I and d and hardware removal. Obtain cultures and bone biopsy ¿ IV antibiotics. Dr unknown md performed surgery on unknown, 2015. Craterization of right tibia for osteomyelitis, incision and drainage of right lateral ankle abscess, separate from hardware removal and craterization incisions. Removal of deep implants from right ankle and hindfoot with layered closure. I believe that hardware was defective and caused severe infection in the bone. I have seen in the infectious disease clinic since unknown 2015, through the present day. My next appointment with dr unknown is unknown 2018. I was on IV infusion from unknown 2015. I have taken antibiotics from unknown 2015 through the present time and will have to remain on antibiotics in order to keep from getting infection in my right lower leg and ankle. If it becomes infected again, I will lose my leg from below the knee down. On unknown, 2015, placement of dual-lumen power PICC line in the right basilica vein under limited c-arm x ray. Pt in need of central venous access. Pathology diagnosis ankle, right, orthopedic hardware removal: gross description: received labeled (¿old hardware¿) is a 15.8 cm in length by 0.9 cm in length purple metallic rod with serial number which is not legible. Also included are 4 yellow metallic screws ranging in length from 2.6 cm up to 7.4 cm and measuring 0.4 cm diameter. On unknown 2015 appointment with dr unknown, md for removal of sutures, placed back in a cast and x-rays. Also on the same day, and apt with dr unknown, md, cultures obtained reveled coagulase negative staphylococcus, osteomyelitis right ankle and leg, placed on IV infusion antibiotic cefazolin and erythromycin. On unknown 2015 appt with dr unknown, md, no sign of infection, ankle swelling diffusely, ttp throughout x rays show maintained alignment, evidence of maintained subtalar and tibiotalar joints. No surgery for arthrodesis until infection cleared by infectious disease clinic. On unknown 2015 with dr unknown , md planning to remove the remaining screw out of medial ankle. The joint if not intact and need reconstruction, won¿t happen until dr unknown with the infectious disease clinic gives dr unknown the okay to reconstruct the right ankle and foot. On unknown 2015, dr unknown from status post distal fibular osteotomy and screw fixation of medial malleolus. Incomplete fusion across the tibiotalar and subtalar joints in this pt with prior hindfoot arthrodesis moderate midfoot degenerative change, osteopenia, plantar calcaneal, enthesophyte. Still on antibiotics will returned to operating room for hardware removal right ankle. On unknown, 2015 back with dr unknown¿s ID clinic for osteomyelitis of the right ankle, ortho planning to remove remaining screw out of medial ankle, remains on keflex, labs: esr improved in unknown but crp elevated again. Date of surgery unknown, 2015 painful hardware right ankle removal, of deep implant from right ankle with layered closure. Pt had a medial malleolar screw placed by dr unknown was done on unknown 2014. On unknown 2015 dr unknown post-op exam right ankle hardware ¿ history of failed ankle fusion at osh complicated by osteomyelitis. Six weeks of IV abx and two months of abx, ID is following along and will reassess in one month to determine if pt has cleared infection. If that is the case, she may undergo revision ankle fusion. On unknown 2015 dr unknown¿s ID f/u clinic for osteomyelitis of right leg. Stopped antibiotics as all hardware had been removed and she is waiting fusion. Labs ¿no evidence of ongoing infection- ok for ankle surgery from ID standpoint. On unknown 2015, dr previously taken to the operating room for removal of an infected hindfoot fusion nail. Has been through IV and oral antibiotics, reports that she has been cleared for revision ankle and subtalar fusion by ID. Special investigations: review of diagnostic test, radiologic studies: I have personally reviewed plain x-ray images from unknown (prior films demonstrating ankle and subtalar nonunions.) Plan: to operating room for right ankle and subtalar fusions. Will plan to go through the lateral and plantar heel incisions and use a hindfoot fusion nail,

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].